Event description:
The reporter stated that the surgeon inserted a visian icl (implantable collamer lens) model micl 13.2mm and removed the lens without enlarging the incision and replaced it with a competitor's lens and no suture required. The reporter stated it was due to the pt's anatomy was abnormal, no product malfunction reported.

Manufacturer narrative:
No complaint against the lens.